Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 13 mmol/l. Customer wanted to use the old pump as a back-up. Customer stated that insulin squirted out of the pump and the pump will be returned.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to faulty force sensor resistor. No motor error alarm and passed motor test. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at the reservoir tube window corner and missing the end cap sticker.